Event description:
Patient initiated onto hemodialysis via lb gauge fistula needle. 10 minutes into treatment staff noticed blood leaking from needle. When tape peeled back staff member noticed plastic tubing atttached to green plastic wing had come apart. Patient treatment was terminated and restarted without any ill effectsdevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: none or unknown. The device was destroyed/disposed of.